Event description:
The patient also developed symptoms of right cardiac failure such as edema and pleural effusion and showed signs of renal function deterioration. Although medication was continued, the patient condition deteriorated to a degree similar to multiple organ failure. The cause of the death was hepatic failure. It was considered that the death was not related to the device.

Manufacturer narrative:
A1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Evaluation of (B)(6) revealed no functional issues that would have contributed to the reported events. (B)(6) was returned with the pump cable fully intact. The sealed outflow graft and graft attachment were returned attached to the pump cover outlet port. The outflow graft bend relief clip was secured surrounding the graft attachment hardware. The outflow graft bend relief was returned secured to the graft attachment. The apical cuff was returned secured by the cuff lock. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved system controller event log file from returned controller (B)(6) contained data from (B)(6) 2021 at 21:40:57 to (B)(6) 2021 at 2:15:53. On (B)(6) 2021 and (B)(6) 2021 there were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 199 low flow faults and 176 low flow alarms. From the beginning of the captured data, pump flow appeared to degrade from 2.5 lpm to as low as 0.9 lpm. On (B)(6) 2021 at 2:15:03 the driveline was disconnected, and the pump stopped, which corresponds with the reported patient¿s death. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 07jan2020 under order (B)(4). He heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient also experienced major infection on, and had several cultures taken and antibiotics given. The patient had elevated c-reactive protein and white blood cell count as well as fever. The specific infection source could not be identified as no findings which indicated abscess formation or pus were obtained through contrast-enhanced computed tomography (CT). In particular, the pump pocket and driveline were periodically observed by CT, but no clear abscess formation (and no discharge of pus) was observed. Staphylococcus epidermidis was detected from a blood culture on (B)(6) 2020 and klebsiella oxytca (esbl) was detected from aspirated sputum on (B)(6) 2020. Various bacteria were later continuously detected. Corynebacterium striatum was detected from blood cultures on (B)(6) 2020. Candida albicans was detected from blood cultures on (B)(6) 2021. Escherichia coli (esbl) acinetobacter ursingii, chryseobacterium indolodenes, etc. Were detected from aspirated sputum. The following drugs were administered for infection: dual antiplatelet therapy ((B)(6) 2021), micafungin ((B)(6) 2021), teicoplanin ((B)(6) 2021), fluconazole ((B)(6) 2021), cefmetazole ((B)(6) 2021), and meropenem ((B)(6) 2021). The patient experienced frequent low flows after implant surgery and had been in the intensive care unit (ICU) monitoring since. The low flows were due to pericardial effusion and drainage was performed 4 times between apr2020 to jun2020, however, it remained hard to control the fluid during that time. The patient experienced right heart failure and renal dysfunction on (B)(6) 2020. It was not confirmed if right heart failure existed before implant. The right coronary artery showed no abnormality because of extensive myocardial infarction caused by blocked left main trunk and an external left ventricular assist device (lvad) was introduced without issues. In addition, right ventricle fractional area change and tricuspid annular plane systolic excursion could not be measured because the patient¿s small body size made heart echocardiography difficult to examine, but their right ventricular outflow tract velocity time integral was measured to be about 13.4 cm. Transesophageal echocardiography showed that the pump¿s inflow was normal, and the right heart motion was largely fine. However, the situation showed right heart failure. The right heart failure was possibly caused by the progress of the infection. Right heart catherization was done and dobutamine was started ; long-term use was required to maintain the patient's hemodynamics. The patient later developed oliguria due to the infection and required continuous hemodiafiltration. Control of the infection was prioritized in the treatment plan. From 05aug2020 to 11aug2020 the patient's creatinine levels increased while urine output decreased, believed to be caused by poor blood transportation from the right ventricle to the left ventricle due to the right heart failure, which was led by narrowing left ventricle found by echocardiography. The patient was placed on endotracheal intubation on (B)(6) 2021 for poor oxygenation. Transesophageal echocardiography showed that the left ventricular wall motion, the base side motion from the backside interventricular septum to the inferior wall and the posterior wall, functioned relatively well, and the direction of the inflow conduit was normal and had no problem (even when changing the position). In addition, no opening of the aortic valve was observed because it was just formed and the heart function was originally bad. No mitral regurgitation was also observed even though the mitral valve was slightly prolapsed. The right heart kept wall motion within the visible range, tricuspid regurgitation was mild, and there was an impression that the right heart system was larger than the left. CT showed increased ascites and and pleural effusion in both lungs which led to the diagnosis of right heart failure. Blood pressure decreased on (B)(6) 2021, requiring vasopressors. C-reactive protein (crp) and white blood cell (wbc) increased from 6.573 to 9.918 mg/dl and from 15780 to 14980/ul, respectively, which indicated a possible septic shock condition due to infection. Blood circulation did not improve and the patient passed away (B)(6) 2021 from hepatic failure and infection.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in intensive care unit monitoring since implant on (B)(6) 2020 and blood circulation in the patient did not improve. The patient passed away (B)(6) 2021 from circulatory failure due to liver failure.